Event description:
It was reported that the ventricular assist device (vad) coordinator had told them to change outa heartmate 3 controller due to it being faulty. Faulty white lead. The controller was exchanged, and they requested warranty replacement. Additionally, they could not confirm any issues with the white lead and there was no adverse patient impact due to the event. Additional information reported that the controller was exchanged at home on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.